Event description:
The va states that where the spreader bar attaches a piece just broke off, he can't tell me what but he states the chair has to be replaced. The dealer states this is a out of box failure. The va received this chair and after they opened the box and were putting it together, they noticed that the back was broken at a weld. The caller was unsure of which side or of any other information. No one had used the chair yet, it was just opened. There is no further information at this time.